Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6), female patient who was receiving bupivacaine and baclofen (doses, concentrations and lot numbers unknown) via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2016, the patient's pre-existing pain and spasticity symptoms returned. The patient had no falls or trauma. The patient thought the catheter had dislodged or moved; it felt like the tubing had "moved up higher (in chest area and also not in the spine area)." The pump was on the patient's right side, and when she bit down on the right side of her mouth, it hurt also. The patient was "questioning a few things" in (B)(6) 2016 and requested their healthcare provider (hcp) check it out. X-rays were taken to check the pump and catheter, but the results were not reported. On (B)(6) 2016, the patient was going to be getting x-rays before they do a MRI. The reason for the MRI was to check the patient's multiple sclerosis (pre-existing condition). The patient planned to follow-up with their hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The date of the event was (B)(6) 2016. The patient had no falls or trauma. The patient felt like the tubing had moved up higher in the chest area and not in the spine area. The pump was on the right side and when the patient bites down on the right side of her mouth it hurts. X-rays were done in (B)(6) 2016 to check the status of the pump and catheter. An MRI was planned for (B)(6) 2016 to check multiple sclerosis. The patient had lost weight before the pump replacement on (B)(6) 2014. On (B)(6) 2017, additional information was received. On an unspecified date in (B)(6) 2017, the patient underwent a nuclear test to make sure her pump wasn't disconnected. Since that testing, the patient reported "I'm feeling water down my legs".

Event description:
Additional information was received from a consumer indicated the bupivacaine and baclofen doses were around "200 mcg/day". Her healthcare provider (hcp) told her that he cut the catheter short and if she gained weight it potentially could be an issue. She had gained 8 lbs since 2016 (last couple of months) due to menopause and was trying to lose the weight. She felt like she was not getting the pain relief she had before (started (B)(6) 2016) and the medication was pumping into her body and wondered what does she do? No interventions were mentioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.